Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error twice; the device buttons would become unresponsive and then the device would shut down. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The alarm history was reviewed and there was a program alarm anomaly and a signal too low alarm. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No unexpected restart or external ram crc error alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly. The pump was programmed with the current time/date, and was monitored and tested with the time/date functioning properly. No watchdog timeout or clock monitor frequency error alarms were noted during testing. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.